Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer's ventilator settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. The ventilator also passed the volume operation test from the general checkout procedure. Internal inspection did not reveal any anomalies with the ventilator. A review of the event trace revealed multiple ¿high dis¿ alarm conditions.

Event description:
It was reported that the ventilator had a disc/sense alarm condition. It is unknown if the ventilator was connected to a patient when the reported problem occurred.